Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was stuck. The issue occurred during reprocessing. There were no report of patient involvement.